Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the devices were returned in the original packaging. The meniscal loops were both bent and separated from the handles. These devices are intended to be opened by applying pressure behind the plastic package to push the handle component out. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with device design.

Manufacturer narrative:
(B)(6). Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the loop retriever of the meniscus mender was broken between head and shaft when removing it from the package. It is unknown if there was a back-up device available and if a delay occurred. No patient injuries was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.